Event description:
Dealer contacted us concerning returned syringe of composite because it did not cure. The office has been contacted; however, they have not called back. The dealer is returning the syringe, but it has not arrived. Reference MFR report 9610902-2013-00110.